Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device results were 8.0 inr in 2006 and 7.4 inr about 3 months later. The corresponding lab results reported were 5.3 and 5.4 inr. No pt info was provided. The device was replaced and requested to be returned for eval.